Event description:
The patient's left hip was revised due to wear and pain. The liner and head were exchanged.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 26mm 0 degree series ii 54-56 lipped liner. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.